Manufacturer narrative:
One primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was received for evaluation. A crack was observed on the male secure lock and could be pulled off from the set. There was crazing observed at the plastic. The reported complaint can be confirmed. The damage is typical of environmental stress during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Additional information was received in which the customer stated that the crack occurred at the end of the tubing. The customer reported that the incident was noticed after approximately 2 days after infusion began. There was no blood loss or bleed back. The tubing was replaced and the therapy was resumed. The set up was primary infusion; other medications were connected to y-site. There was a delay in therapy but no medical intervention was required.

Manufacturer narrative:
The device was made available for evaluation; it has been received, however, evaluation is not yet complete.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch which was reported to have disconnected. The customer stated that the intravenous IV) tubing was connected to patient¿s right internal jugular vein central venous catheter with sedation, vasopressors, and fentanyl connected. When she went to disconnect the line to swap it out, one of the lines cracked and came apart at the end. The patient was hemodynamically unstable and became hypotensive while she tried to troubleshoot the issue. They were able to resolve the issue but it showed the IV tubing was faulty/malfunctioned. There was patient involvement, no harm was reported as a consequence of this event.